Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: b4, g3, g6, h2, h3, h6, and h10. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product identified signs of repeated use with nicks and gouges, and the unit is fractured. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause is attributed to wear and tear from repeated use for more than twelve years. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the impactor fractured during placement of the femoral implant as part of a knee procedure. No adverse events have been reported as a result of the malfunction.